Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via FDA¿s medwatch program that they were hospitalized for low blood glucose. Blood glucose was 40 and 50 mg/dl. Customer tested his blood sugar when they wake up and it was 95 mg/dl then proceeded to insert new sensor, without consuming anything to cause in influx in the blood later it went to 97 mg/dl. Customer also had blood glucose level of 110 mg/dl. Customer stated that they had issue with their sensor and insulin pump over a year. The device is not expected to return for analysis.